Manufacturer narrative:
H3: product analysis as found condition: the apollo catheter was returned for analysis within a shipping box, an opened apollo outer carton (b690814), an opened apollo inner pouch (b690814), and a dispenser coil. Damage location details: onyx residue was found with the apollo catheter hub. The apollo catheter body was found separated at ~147.2cm from the proximal end of the catheter hub. The tubing material at the separated end exhibited plastic deformation (jagged edges), indicating the catheter separated, likely due to tensile failure. When compared to the product drawing, ~24.0cm of the distal end of the apollo catheter was found separated and not returned. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed. Possible causes of ¿catheter separation/break¿ include user operational context if user advances or retrieves intraluminal device against resistance, vasospasm, patient vessel tortuosity, entrapment in vessel, more than 20cm of traction was applied, fast catheter retrieval technique, or user applies excessive force, thus exceeding tensile strength of tubing material. However, the cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that no parts of the catheter remained in the patient. The cause of the event was not determined. It was reported that there were no issues with the onyx, and it had been implanted in the intended location.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (unknown); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a treatment for arteriovenous malformation (avm) embolization using an apollo catheter, there was severe vessel tortuosity in the pica with a diameter of 1.5mm. The procedure encountered resistance while passing the microwire, but it eventually reached the desired location. During the injection of onyx, the catheter automatically detached approximately 15cm beyond the detachable tip, resulting in catheter separation due to onyx entrapment and part of the microcatheter remains in the patient. Some part of the micro remained in the artery, and the catheter was broken at the distal end. All broken segments were removed from the patient. The injection was continuous with a waiting time of about 15-20 minutes, and there was no onyx reflux. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No surgical or medicinal intervention was required. No patient complications have been reported as a result of this event.